Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.75 x 32 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was noted that the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported.